Event description:
It was reported that the patient's deep brain stimulation ipg site was red and infected. The patient's ipg was explanted and was placed on antibiotics. The patient is expected to fully recover following the explant surgery. The cause of the infection is not known.

Event description:
It was reported that the patients deep brain stimulation ipg site was red and infected. The patients ipg was explanted and was placed on antibiotics. The patient is expected to fully recover following the explant surgery. The cause of the infection is not known. Additional information was received that a deep brain stimulation (dbs) lead and lead extension were explanted. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365db2202450, model: nm-3138-55, serial: (B)(6), batch: (B)(6).